Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog#: 00801803203 femoral head sterile product do not resterilize 12/14 taper lot#: 61223407; catalog#: 00631004832 liner 10 degree elevated rim 32 mm i.d. For use with 48 mm o.d. Shell lot#: 61100731; catalog#: 00620204822 shell porous with cluster holes 48 mm lot#: 61210891; catalog#: 00631004832 liner 10 degree elevated rim 32 mm i.d. For use with 48 mm o.d. Shell lot#: 61100731. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00060, 0002648920-2021-00061.

Event description:
It was reported that the patient underwent a revision procedure approximately 10 years post implantation due to pain, elevated metal ions, and a fractured poly liner. During the revision, the surgeon noted necrotic tissue and femoral head/neck corrosion. The head and liner were replaced. Attempts have been made and additional information on the reported event is unavailable at this time.